Manufacturer narrative:
Returned device was received in undamaged physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was replicated. The left and right halves of the clutch were replaced with a leadscrew and a spring and this resolved the issue. The clutch appeared to have been damaged from normal wear as they were in use for at least 10 years. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump did not pass the occlusion test. There were no reported adverse events.